Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a safety syringe. The customer reports that when her nurse slid the plastic safety sheath over the needle after giving the injection to a resident it did not click. When she did not hear the sheath click, she used extra force to make sure the sheath was all the way up so she could then turn it to lock. The sheath slid off the top of the barrel and was completely removed from the syringe. There was no needle stick or injuries reported as a result.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.